Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the needle was misaligned and was leaking the backwash waste. The fse realigned the needle and the instrument performed without any leaks. The fse did not observed any issues with reading of the cassettes. The fse performed multiple samples and the instrument was able to read the cassette properly. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported that the instrument was generating 'unable to read cassette labels' error and approximately 1 ml of fluid leaked onto the cassette and underneath the cartridge of the coulter lh 750 hematology analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no death, injury, or affect to user or change to patient treatment attributed to this event.